Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating an error in the internal memory. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the control circuit board was identified as faulty and needs to be replaced. Finally, the customer repairs the device himself. Unfortunately, the solution to the issue is unknown and it is not possible to know which parts have been found defective. The issue was decided to be reported as it may lead to stop of ventilation. There was no patient harm. Unfortunately, neither the device's logs nor the claimed part were available for further analyze, therefore the root cause to the reported issue has not been determined. Previous manufacture date: 09/02/2016; corrected manufacture date: 08/30/2016. Previous health effect ¿ impact code: no patient involvement///2645; corrected health effect ¿ impact code: no health consequences or impact///2199.

Event description:
It was reported that the ventilator generated a technical error code indicating an error in the internal memory. There was no patient involvement. Manufacturer's ref #: (B)(4).